Event description:
While closing the incision of a hernia repair, the medical doctor noticed burn marks on patient's upper mid abdomen. On assessment of the long bovie tip a small area of the blue insulation was burned through.